Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D4 (medical device lot #), h6 (device, method). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the powerport slim. Post the implantation, the port allegedly dislocated with pectoral extravasation. Reportedly, on (B)(6) 2026, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the powerport slim. Post the implantation, the port allegedly dislocated with pectoral extravasation. Reportedly, on (B)(6) 2026, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. The current status of the patient is unknown.